Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation it was noted that the right ventricular (rv) lead exhibited intermittent capture at 7 volts. The rv lead impedance measurements had also decreased from 500 ohms at implant to 360 ohms. A micro-dislodgement was suspected. A revision procedure was performed where the lead was successfully repositioned. No additional adverse patient effects were reported.